Event description:
It was reported that the patient had a carotid duplex ultrasound which revealed a proximal mid right internal carotid artery occlusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported internal carotid artery occlusion could not be conclusively established. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas instructions for use (IFU) lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism event as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a carotid and transcranial duplex ultrasound which revealed a proximal mid right internal carotid artery occlusion. A repeat carotid doppler was planned to monitor the patient. There was no plan to change patient's anticoagulation.